Event description:
It was reported that there were over 900 short v-v intervals, which could indicate oversensing, along with increased impedance and noise. The lead was explanted and replaced. Upon explant, inspection of the lead showed a large amount of tissue over the lead that was in the svc (superior vena cava) region. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor fractured, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the inner tubing was torn, the outer insulation was breached cut, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer insulation, there was blood in/on the helix/lobe mechanism and there was tissue on the helix; partial lead in segments returned and analyzed.